Manufacturer narrative:
H3: analysis of the extension b3400060m (s/n (B)(6) and extension (s/n (B)(6) revealed foreign material present in the setscrew(s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturer representative indicated that the most likely contributor to the lead not fully seating into the extension may have been repeated removal and reinsertion of the extensions; however, the overall cause remains unknown.

Manufacturer narrative:
Continuation of d10: product ID b3400060m, serial# (B)(6), product type: extension. Product ID b3400060, serial# (B)(6), product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_ext . Serial# unknown, product type extension product ID: neu _unknown_ext, serial# unknown, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, product ID: neu_unknown_ext, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that electrode 8 and 0, were greater than 10k ohms. Healthcare provider (hcp) swapped the ports on the neurostimulator and it was the same. Hcp reported to the rep that the leads would not fully seat into the extension. Hcp then replaced the 2 extensions and was advised to tighten setscrews and then insert into the neurostimulator and tighten the setscrews down as well. Rep then tested impedance and it cleared. Asked rep to send back extensions for analysis.